Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. Analysis of the leads is still in progress, the results will be forwarded when completed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. Analysis of the leads is still in progress, the results will be forwarded when completed.

Event description:
The implantable cardiac defibrillator was returned with information of a patient death and limited details from outside the united states. The death occurred less than one year after implant. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components. Additional information regarding the cause of death and circumstances surrounding the death have been requested and not yet received.